Manufacturer narrative:
The pump will not be returning for evaluation, as it was not explanted and an autopsy was not performed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was admitted into the hospital on (B)(6) 2014 for debridement of a driveline infection ans use of a wound vacuum-assisted closure (vac). The patient was treated for two weeks with IV antibiotics and a drain. The patient was discharged on (B)(6) 2014. The patient expired due to sepsis on (B)(6) 2014. It was reported that the patient's pump was operating properly prior to the patient's death.